Event description:
A zoll distributor returned electrode belt (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, there was a cut along the trunk cable that severed the green (+3.3v), white (drvn gnd), red (can h) and blue (can l) wires. The cause of the failure was isolated to the cut wires. The root cause of the cut wires was physical abuse. No adverse event resulted from the defective electrode belt.